Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to a grade of 1. During a routine checkup on an unspecified date, it was noted that the mr increased to 4 due to progression of disease. The clip remained stable on the leaflets. On (B)(6) 2019, a second procedure was performed to treat mr with a grade of 4. The gradient was noted to be 4mmhg. One clip (90220u167) was implanted medial to the previously implanted clip. After the clip was deployed, the gradient level increased to 7mmhg. One clip was implanted, reducing the mr to 3. There was no significant delay in the procedure. No additional information was provided.